Manufacturer narrative:
The c501 module serial number was (B)(6). The competitor method was the alinity method. Qc failed on the current reagent pack; qc passed on the standby reagent pack. The customer replaced the reagent pack and the issue was resolved. Since the issue was resolved by replacing the reagent pack, the investigation determined the event was consistent with an issue with the single reagent pack. Due to the limited information provided, the specific cause of the event could not be determined.

Event description:
The initial reporter questioned high results for multiple patient samples tested for total protein/total protein stat (tp2) on a cobas 6000 c501 module. The following are examples of discrepant results for 5 patient samples. Patient 1 initial result was 116 g/l. The repeat result was 74.9 g/l. The repeat by a competitor method was 74 g/l. Patient 2 initial result was 101.7 g/l. The repeat result was 64.2 g/l. The repeat by a competitor method was 63 g/l. Patient 3 initial result was 131 g/l. The repeat result was 76.5 g/l. The repeat by a competitor method was 77 g/l. Patient 4 initial result was 138.7 g/l. The repeat result was 79.9 g/l. The repeat by a competitor method was 80 g/l. Patient 5 initial result was 113.1 g/l. The repeat result was 69.1 g/l. The repeat by a competitor method was 69 g/l. The initial results were reported outside of the laboratory. The samples were repeated as the results were higher than expected.